Event description:
It was reported to boston scientific corporation on may 15, 2023, that a wallflex biliary fully covered rmv stent was to be implanted to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent could not be deployed. The procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the stent outside of the patient fully covered by the outer sheath. The outer sheath was separated from the delivery system, and the inner sheath was kinked and detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of inner sheath detached outside the patient.